Event description:
It was reported that the right ventricular lead exhibited over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal and distal insulations were abraded from 26.5 cm to 26.9 cm from the connector pin as a result of physiological factors (i.e.: rib-clavicle crush).